Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 97 mg/dl and a sensor glucose level of 50 mg/dl. The customer reported that she experienced the same issue with multiple sensors. The customer declined completion of troubleshooting and will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.